Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot number 73k1500177 investigations did not show issues related to the complaint. The device investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips did not fire appropriately. The clicking sound was audible prior to the preload but once the clip was fired there was no clicking sound. About every third clip came out normal, but 2 out of 3 were partially closed. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). One (1) applier of catalog number ae05ml auto endo5 ml was received used, opened, but with original package, lot # 73f1500177 was confirmed with sample received. During visual inspection the components looked well assembled, no stuck clip in jaws. Failure mode difficult to load clip was not confirmed with sample received during visual inspection. Functional inspection: applier was fired 5 times & during the activation no clips were loaded in jaws. Then, applier was opened to verify the sample condition and the sample was received without remaining clips. In addition the orange indicator was not found in the sample; this condition indicates that all clips were fired. Sample received did not confirm the defect reported by the customer difficult to load clip. A corrective action cannot be established due to the sample condition (sample was received without remaining clips) and therefore; a failure mode could not be duplicated. In addition, all products are 100% tested by manufacturing and this defect would have been detected during functional testing.

Event description:
Alleged event: the clips did not fire appropriately. The clicking sound was audible prior to the preload but once the clip was fired there was no clicking sound. About every third clip came out normal, but 2 out of 3 were partially closed. The patient's condition was reported as fine.